Event description:
The cutting balloon penetrated the hard lesion after several trials. After positioning in the lesion, the cutting balloon was inflated but would not inflate. Another new device of this same product was used and completed the procedure.